Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the user was unable to issue the medications. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was unable to issue the medications. The technical support specialist contacted the customer who stated that the issue was caused by an update failure. The tss restarted the machine and updated windows for about 10 minutes to restore the station's performance. The tss confirmed that the customer was able to issue medication. The system functioned as intended after the technical support specialist resolved the issue.